Manufacturer narrative:
The customer cleaned the wash cup, and sample and reagent probes, which resolved the issue. The module function was verified with a control/precision run. The instrument service history found no subsequent issues have been reported related to false positive total bhcg results. The device history review for the alnty pptr probes found no non-conformances or potential non-conformances related to the current complaint. A review of trending data for the alnty pptr probes did not identify an increase in complaint activity. A review of complaint and trending for the alinity I processing module did not identify any similar issues as described in the complaint. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, sn (B)(6), or alnty pptr probes was identified.

Event description:
The customer observed a false positive alinity I total b-hcg result generated on an alinity I processing module for one patient. The initial result = 539.22 miu/ml, repeat result = 0.85 miu/ml (reference range is <1.2 miu/ml). There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive alinity I total b-hcg result generated on an alinity I processing module for one patient. The initial result = 539.22 miu/ml, repeat result = 0.85 miu/ml (reference range is <1.2 miu/ml). There was no impact to patient management.